Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited a high capture threshold. The atrial lead was repositioned on (B)(6) 2022 and the patient was in stable condition throughout the procedure.